Event description:
Physician reported "implant rupture" against unknown side. Device status is currently unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "implant rupture".